Event description:
The customer reported that the system was not booting up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The cpu board of workstation was replaced. The system operates as intended.